Event description:
It was reported that a changed their programmed fill volume without consulting their physician. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient changed their programmed fill volume without consulting their physician. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to not change the settings for the therapy unless directed by the nephrologist or nurse. Also, it warns the user that incorrect settings can lead to serious injury or death. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.